Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic left upper lobectomy, the loaded cartridge of the proximal part was detached upward from the jaw when the device intended to be fired on the a3 arteria pulmonalis sinistra. The device was not fired. Another device was used to complete the case. There were no adverse consequences to the patient.